Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the cystic duct was fired on and the staples misfired, twisted and torqued. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: jaws. The er320 device was received for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. A bag with five malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws, seven scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.